Manufacturer narrative:
This event is being reported in a conservative manner based on the unknown additional x clamp for the failure to implant. No further information will be provided by the physician to the manufacturer as no product issue was determined by the physician. Device not returned to manufacturer

Event description:
On (B)(6) 2017 the manufacturer was notified through patient tracking of a failure to implant annuloflex mitral annuloplasty ring af-836 on (B)(6) 2017. On follow up with the site further information was received that during the procedure the physician noted that the mitral valve repair did not take and that a mitral valve replacement was required. A mitral tissue valve was then implanted (make/size unknown).